Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that the cuff of a smiths medical portex clear pvc, oral/nasal, profile soft seal cuff tracheal tube leaked air immediately on use. Subsequently, an endotracheal tube change out was performed. No adverse patient effects were reported.

Event description:
This file was inadvertently reported as an adverse event. This incident however is a product problem, as no patient was involved. The leak was noted during testing, and therefore replaced with a new device prior to use with a patient. The incident has now been resolved.

Manufacturer narrative:
One endotracheal tube was returned for evaluation. Thesample was visually inspected and found to be in good physical condition. The returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. As a result, a leak was observed coming from a small tear in the pilot balloon. The root cause was determined to be either wear of the rubber used in the fixture for the printing of the inflation line, or lack of detection by production personnel.